Manufacturer narrative:
Device powered up and is stuck on the medtronic logo with led fault light flashing and vibrate alert due to corrosion on the electronic assembly. Corrosion and rust was found on the motor and force sensor during visual inspection. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the customer went in the pool for less than 30 minutes and then the insulin pump just stopped working. The customer mentioned that the insulin pump did not turn on after replacing the battery. The customer stated that the medtronic logo was stuck on the screen. The customer reported that the time clock does not advance. The customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and stated that the frozen display recurred. The customer reported that the screen was not completely blank. The customer stated that no alarms occurred during or after the time that the buttons were not responding. The insulin pump buttons did not begin to work in less than 5 minutes without battery change. The customer was unable to try the insulin pump with remote. The insert battery alarm did not appear on insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.